Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review cannot be completed without a provided lot number.

Event description:
The event involved is a 0.2 micron pediatric filter, rotating luer that the filter occluded when connected to an unspecified bd/alaris product resulting in a disconnection/leak of etoposide involving the 0.2 micron filter. The filter was replaced and no drug loss was reported. This report is one of two.